Event description:
Tissue retrieval bag burst during removal of the gallbladder during a laparoscopic cholecystectomy of the epigastric port side.

Manufacturer narrative:
Anchor products received an adverse incident report from (B)(6) on (B)(6) 2014. The product was not returned to anchor products so an analysis was not possible.